Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 280-470mg/dl. Correction boluses were delivered via the pump to address the bg levels. The customer felt that it would take "too much insulin" to get their bg levels down. Recommendation was made to consult with their health care provider to discuss diabetes management.